Event description:
It was reported that during a percutaneous transhepatic cholangiogram procedure, the hydrophilic coating nearly sheared off. The wire was being used in combination with the accustick system. The wire was introduced through the 21 g. Needle within the system. The needle was removed and the transition dilator was placed over the wire. At this point the wire started to shear. The entire system was removed. Patient status is listed as "okay".